Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item#: unknown screw; lot#: unknown; qty: (B)(4). Item#: unk homologous bone graft; lot#: unknown; qty: (B)(4). If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2009 placement 7 screws and plate, stable, and placed in splint, bone graft, (B)(6) 2009 notes clinically improved, no concerns (B)(6) 2010 no complaints, continue rehab/swimming pool (B)(6) 2010 mild muscle pain, clinically and x-rays is fine. No additional records provided to support the event of zb product explanted. Radiographs were not submitted for review by a health care professional, as the images are post implant (2009), and records indicate at last visit in 2010 patient was clinically fine, no concerns and would not enhance the investigation for explant of hardware for non-union in (B)(6) 2010. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D6b: exact explant date unknown - (B)(6) 2010. G2: foreign - event occurred in italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was part of a retrospective clinical study and underwent an initial implantation of a zps plate approximately fourteen (14) years ago. Subsequently, the patient was revised approximately ten (10) months post-implantation due to pseudarthrosis. No further details or outcomes have been provided. Attempts have been made and no further information has been provided.